Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons harder to press. Customer's blood glucose level was unknown. Customer states insulin pump not squirt insulin when priming but not small droplets. Customer states insulin pump had cracks and scuffs on screen. Customer states they was hospitalized due to dehydration and cramping. The insulin pump will not be returned for analysis.